Event description:
Boston scientific received information that this pacemaker detected out-of-range low pacing impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. The device was explanted and will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.